Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: analysis could not be performed on the meter involved with this complaint due to dried blood found on the spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. Unrelated to the reported issue, the number of test strips returned was more than what the label number specified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter read inaccurately low compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 630am. It was reported the patient obtained a blood glucose result "10 points lower" compared to another device, performed within 30 minutes of each other. Later that same afternoon, the patient reportedly obtained "60-70 points lower" than the other device. The patient manages her diabetes with metformin pills. The patient continued to take her usual dose of medication at the time of the alleged issue. Prior to the start of the alleged issue, the reporter claims the patient felt symptoms of shaky and sweaty. Treatment was not specified at that time. About 1-2 days after the start of the alleged issue, the reporter claims the patient was taken to the hospital and was administered insulin (type/ amount not specified) as treatment. The patient's blood glucose was tested on the physician's meter; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.